Event description:
Reportedly, an error message is displayed on the screen of the smartview connect, indicating that no app is installed.

Manufacturer narrative:
Analysis summary: upon reception, the returned smartview connect was tested and the reported issue was confirmed, since the two following messages were displayed: ¿fms agent has stopped¿ and ¿no app installed¿. The manufacturer software application pre-installed on the smartview connect did not function properly, resulting in the error messages observed, as well as the product rebooting and the synchronisation button not working. Based on available data, the malfunction is related to the operating system, or to the hardware delivered by the manufacturer. This case is retained for trending purpose.

Event description:
Reportedly, an error message is displayed on the screen of the smartview connect, indicating that no app is installed.